Manufacturer narrative:
Submit date 06/02/2011. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(6) has requested additional information but no additional information was available, if additional information is obtained, the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a umbilical vessel catheter (uvc). The customer reported that uvc was leaking along the catheter just below the hub. The nurse who reported this event stated that the day nurse thought the uvc was leaking but upon further inspection did not detect fluids leaking. At 22:15, the next nurse drew bloodwork from the aterial line and at this time noted it was leaking. She called the doctor to report the leaking uvc. The uvc was clamped, removed, and another catheter was inserted on (B)(6) 2011. No reported ill effect to the patient.